Event description:
Add'l info received is that the pt weighed (B)(6) and the reported blood loss was 50ccs. The pt was given antibiotics as a prophylactic measure and then sent home, was not admitted. This pt received dialysis on an outpatient basis.